Event description:
It was reported that the patient underwent a gynecological procedure and mesh and pelvitex and uretex were used on (B)(6) 2010. Exact dates for each product were not clarified. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cystoscopy; due to mixed urinary continence. It was reported that the patient underwent a gynecological procedure and pelvitex and uretex were also used on (B)(6) 2010. Exact dates for each product were not clarified. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.